Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d1: brand name updated d3: manufacturer email address g1: contact office (and manufacturing site for devices) contact name and email g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h10: additional narrativ zimvie received one (1) iuniht, (certain® titanium hexed screw) for evaluation. Visual evaluation of the as returned device identified the screw was fractured at the threads. Threaded piece was not returned. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1265766. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1265766 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture screw.the customer did not submit images for the reported event. IFU review: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev. H 2024/01. Information identified: "potential adverse events" based on the investigation and risk management file review , the most likely root causes determined from the investigation are external factors (patient¿s condition ¿ bruxism, clenching or overloading) or incorrect techniques used during placement of screw. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw broke, the tip broke off inside implant at tooth site #8. Implant is a biomet implant.